Manufacturer narrative:
The insulin pump had broken reservoir tube lip, cracked battery tube threads, scratched display window, and cracked reservoir window noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Dried insulin noted on motor slide. Noisy motor was noted during testing due to faulty motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 231 mg/dl at the time of incident. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expire or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.